Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe 7mm and an unknown talar component to be the subject products. No further associated products were reported. A review of the device history records revealed no deviation in the manufacturing process. The sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A review of the device history records for the talar component could not be carried out as the lot code was not available. In the case presented a patient had been treated with star on (B)(6) 2013 due to a right ankle traumatic arthropathy. On (B)(6) 2011 the patient presented to the clinic for reevaluation of his right ankle. The attending surgeon detected that the patient developed a cystic change in the posterior part of his tibia. The treatment plan includes an exchange of the polyethylene sliding core and a repair of his fibula with curettage and grafting of the cyst and to run a screw across his fibula. The patient was revised on (B)(6) 2017. The received sliding core was found to be in an overall good condition. The mobile bearing showed traces of minor wear and material deformation, in particular adjacent to the keel-trough, which was produced by the contact with the talar component articulating with the bearing surface as opposed to the trough. A significant wear, damage or a breakage was not found. Cyst formation is a known complication, which is listed in the IFU as a known adverse effect. It has been clinically assessed by a consultant hcp: ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion.¿ the received medical records and x-rays were sent to a hcp for review. He stated: I would call this a uncameral bone cyst and not related to the implant as it is in the fibula which is not touched during surgery based on the available information a deficiency of the devices in question could not be verified. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Patient presented with pain in the ankle. CT showed possible cysts in distal tibia and fibula.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. (B)(4).

Event description:
Patient presented with pain in the ankle. CT showed possible cysts in distal tibia and fibula.